Manufacturer narrative:
As received, a complete lead without a stylet was returned in two pieces with the helix found retracted and clogged with blood tissue. Unable to perform the stylet insertion test due to the condition of the lead as received. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
During initial implant procedure, it was not possible to advance the stylet down the right ventricular (rv) lead. This persisted when additional stylets were used. A new lead was successfully implanted to resolve the event. The patient was stable.